Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after filling multiple cartridges with insulin. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level was 214 mg/dl. Recommendation was made to not fill the cartridge with more than 480 units, as that can stretch the cartridge bag and lead to inaccurate readings.